Event description:
It was reported that increased capture thresholds and impedance were observed. X-ray showed fracture near clavicle and rib. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.